Manufacturer narrative:
(B)(4). The device was received operational and in good condition. A review of the device logs revealed an instance of iipv (increased intra-peritoneal volume). The product analysis lab evaluated the device. The root cause for the iipv found in the logs was determined to be insufficient drain - false empty detect and use error, clinician inappropriately set minimum drain volume % setting too low. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. The device met specifications. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2010 at 22:35 with ultrafiltration of 1187 ml during cycle 4. There was no patient injury or medical intervention reported. This patient is no longer performing peritoneal dialysis therapy. On (B)(6) 2011, the patient transferred to hemodialysis.